Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was hospitalized due to experiencing a spinal headache. On approximately (B)(6) 2014, the pt's spouse asked her to stand up straight, after the pt did, she heard and felt a "pop" at which time she began to experience a headache. X-rays were taken and revealed a possible lead migration. Reprogramming was unable to capture effective stimulation. Surgical intervention was undertaken on (B)(6) 2014 and the lead was repositioned. During the procedure, the physician did not find any evidence of a csf leak. The physician placed a lumbar drain as a precaution. The pt reported effective stimulation coverage postoperative; however, her headache persisted. Follow-up information revealed the headache had resolved.